Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the mix bar to resolve the issue. Beckman coulter internal identifier is case: (B)(6). Customer phone number (B)(6).

Event description:
The customer reported the generation of high ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event.